Event description:
A patient with a previously implanted aneurx endograft developed a distal type I endoleak. The endologix 16-16-88l iimb extension successfully repaired the leak.

Manufacturer narrative:
[(B) (4)] device manufactured by medtronic.